Event description:
On (B)(6) 2011, while investigating an unrelated inquiry from the customer rec'd on (B)(4) 2011, about an apheresis platelet collection procedure, the caridianbct support specialist discovered that the donor's weight was entered incorrectly for this run. The donor's true weight was (B)(6), however, (B)(6) was entered. The donor in this case did not have a reaction and is currently doing fine. No medical intervention was necessary for this event. The customer was not willing to provide the pt identifier. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: this donor is always given calcium (tums) proactively before the donation as he is sometimes prone to ac reactions. This fact helped prevent any possible ac reaction. The donor did not compromise the 15% tbv donation volume limit during this collection. The caridianbct support specialist explained to the customer that it is critical that the donor info be entered correctly. He spoke to the customer about how tbv is directly related to the amount of ac someone is going to receive. Generally, the larger a person is the more ac they are going to receive. He further explained that if a donor receives too much ac they can have serious complications. Investigation eval and corrective actions are in-process. A f/u report will be provided.